Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed an error that could not be bypassed and resulted in a loss of functionality. There was no pt injury or death reported.